Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex hf1000 set was leaking prismocitrate fluid from the luer connector on the pbp line during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.